Event description:
In 2010 and 2013 I received porcelain fused to metal dental crowns. After that I started experiencing headaches, multiple chemical sensitivity, anxiety, and joint pain, which I attributed to aging. In the past few years these issues were so bad I could not tolerate being in the same room with anyone with any kind of fragrance and was considering going on disability. On (B)(6) 2026 I had one of these crowns replaced due to it being damaged. Immediately all those symptoms went away, and that's when we suspected I had sensitivity to the metal in the crowns. I was symptom free for a few weeks, then I had a relapse. After that I replaced the other metal crown and my last remaining amalgam filling. The symptoms went away and did not return. The dentist did not know what the metal alloy was. This first test was performed before the crowns were removed when I had severe symptoms. The second test was 2 weeks after the first crown was removed and ana titer was almost to normal levels. Patient code: 1880; 2328; 1994; 4581. Device code: 2886. Reference report: mw5187783.